Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was returned and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 24-feb-2022 to ensure the replacement products resolved the initial concern able to establish contact who stated the replacement products did not resolve the initial concern and she was obtaining high blood glucose test results internal report reference number (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 227, 366, 313, 167 and 387mg/dl. The customer¿s expected am fasting blood glucose test result is 120mg/dl and expected pm fasting blood glucose test result is 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/18/2023 and open vial date was not disclosed. The meter memory was reviewed for previous test result history: result 1: 227 mg/dl date: (B)(6) 2022 time: 10:25 am fasting, result 2: 366 mg/dl date: (B)(6) 2022 time: 06:16 am fasting, result 3: 313 mg/dl date: (B)(6) 2022 time: 12:37 pm fasting, result 4: 167 mg/dl date: (B)(6) 2022 time: 09:04 am fasting, result 5: 387 mg/dl date: (B)(6) 2022 time: 09:52 am fasting.